Manufacturer narrative:
(B)(4). It was reported that the message "error 1000 appears on display." We will consider this to have been an error code 01000 (biphase error). There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported that the message "error 1000 appears on display." We will consider this to have been an error code 01000 (biphase error). There was no pt involvement.